Event description:
In this event it is reported that waveone gold reciprocating file primary 25mm broke during use. The broken part remains in the #30 root canal. Broken part could not be retrieved. Patient referred to endodontist. No injury.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Customer returned 1x wgprime25 file in autoclave bag that is broken approximately 6mm from the tip. Checked under microscope and found no manufacturing defects or marks. No lot number provided. No unopened product was returned therefore no further testing can be performed. Since no lot number was available and no unopen product was provided , therefore the specific traceability for the file in question could not be verified. Therefore, root cause cannot be determined. Engineering did review the file and found no obvious defect or material properties deviation, see attached document.